Event description:
It was reported that device perforation occurred. The target lesion was located in the coronary artery. A peripheral ivus catheter was selected for use. As an amplatz super stiff wire was being loaded through a curved part of the catheter, the wire punctured through creating a small hole. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that device perforation occurred. The target lesion was located in the coronary artery. A peripheral ivus catheter was selected for use. As an amplatz super stiff wire was being loaded through a curved part of the catheter, the wire punctured through creating a small hole. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
D2b pro code (product code): obj, itx. The device was returned for analysis. Visual inspection revealed the device to appear in good condition with no issues noted. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. A perforation was also observed in the guidewire lumen beginning 8.50cm from the strain release.